Event description:
Stopcock was leaking around male end & blue lever despite being turned to correct position & tight connection. The medication leaked out. Unsure how much dose patient received. Manufacturer response for namic stopcock, namic stopcock (per site reporter). Issue rga# and sent instructions to return.